Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a tumor resection procedure. It was reported that the navigation system froze just before the end of the operation. Rebooting the navigation system was attempted, but this did not resolve the issue. The rest of the procedure was completed without use of the navigation system. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: the computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen and the cranial program was running normally. No boot up issues were observed during testing. Computer passed all tests. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the system would not bootup. Replacing the computer resolved the issue. The system then passed the system checkout and was found to be fully functional. The computer has been received by the manufacturer however results are not available yet. If information is provided in the future, a supplemental report will be issued.